Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of emergency room visit was 342 mg/dl. Doctor stated that the insulin pump levels were lower than they should have been. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.